Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the implant procedure was stopped due to the patient's arrhythmia. It is expected that the patient will be implanted with the device in the future after they are cleared of their cardiac issues.